Event description:
It was reported that a user of the ilet reported frequent low glucose readings in the 50¿60 mg/dl range and believed the lows were related to frequent sensor errors, while a contemporaneous fingerstick reading showed a high value of 271 mg/dl, with no symptoms at the time of the high. Symptoms included prior episodes of itchiness at the stomach area and lightheadedness associated with lows. Outcomes included hyperglycemia with unclear cause and troubleshooting and education completed. Investigation included review of prior related cases and user-reported sensor performance issues. Investigation of this case revealed a cause that remained unclear, with suspected contribution from sensor errors but without confirmatory device findings. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.